Event description:
Additional information received reported the cause of the event was unknown, although the lack of stimulation immediately post-op may have been due to a lidocaine injection. An x-ray taken on (B)(6) 2012 showed the neurostimulator in the left lower quadrant, and placement was correct. The patient did not require hospitalization and was using the neurostimulator without incident.

Manufacturer narrative:
Lead model 3093 lot# v858764 implanted: (B)(6) 2011; programmer model 3037 serial# (B)(4). The initial MDR was filed as MFR report #3007566237-2012-00075. Additional review indicated the correct manufacturing site was site #3004209178.

Event description:
It was reported that the patient was feeling motor response and sensation during the implant of the lead. In the post-operative/recovery room, the patient did not feel stimulation or get motor response at all. The impedance measurements were normal. The lead had not been imaged postoperatively and that was the next step. It was thought that the lead may have migrated during movement from the operating room to the recovery room. Additional information received reported there was no known cause and the issue had not been resolved. The patient would be getting an x-ray to evaluate the lead position. The patient outcome or status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093, serial # unk, implanted: unk, explanted: unk.